Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. The physician advanced the 2.75x12mm taxus liberte stent but was unable to cross the lesion. After several attempts to cross the lesion, the stent dislodged from the balloon. A non-bsc sent was successfully used to crush the dislodged stent in the lad. No further patient complications were reported the patient status is stable.